Event description:
New information received noted that there was pocket stimulation and the atrial lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2021. During the lead revision, lead insulation damage was noted. The patient was in stable condition post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the emergency room on (B)(6) 2021 with discomfort. It was noted that the patient's atrial lead was undersensing, had high capture, and was not sensing bipolar. Programming changes were made to address the issue. The patient was stable throughout.